Event description:
It is reported that in 1997, patient underwent total hip replacement. Post-op in 2004, x-rays revealed that the stem had loosened. As a result, 8 days later, patient's hip was revised where the femoral stem was removed and replaced.